Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged black tissue found in the wound is related to v.a.c.® therapy. The nurse stated the patient's care giver had turned the unit off all weekend and left the dressing in place without notifying them and the black tissue was found in the wound. This report is being filed due to possible user error. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient's family member: the patient's unit was alarming for a leak and now the patient's wound was allegedly black. On (B)(6) 2016, the following information was reported to kci by the nurse: the patient was seen on (B)(6) 2016 and the patient's wife alleged that on friday ((B)(6) 2016) after the nurse had completed the dressing change, the unit started to alarm for leaks and made noise. The wife tried to patch the leaks, but that did not work so she turned the unit off and left the dressing in place all weekend. The nurse stated the care giver does not turn the patient appropriately and does not notify them when there are issues with the wound. When they assessed the wound there was black necrotic tissue found in the wound. The physician was contacted and placed the v.a.c.® on hold, ordering an alternate dressing and the use of santyl with the dressing changes for a week in order to debride the wound. The activ.a.c.® therapy was discontinued on (B)(6) 2016. On (B)(4) 2016, the following information was reported to kci by the nurse: the use of santyl to debride the wound for a week turned the wound around and it returned to its normal color, was beefy red and granulation seen. Activ.a.c.® therapy was restarted after the week of alternate therapy. The patient's wound was making progress at the time of discharge from their services. He was admitted into the hospital for reasons unrelated to and not caused by activ.a.c.® therapy. On (B)(4) 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on (B)(4) 2015 before placement with the patient. The device was placed with the patient on (B)(6)2015. The device was received in kci qe on (B)(4) 2016 for evaluation. The device again passed qc checks and met specifications after placement with the patient. This customer complaint could not be substantiated by kci quality engineering.